Manufacturer narrative:
Related to MFR number: 3012307300-2019-04990 (same patient with two same device issues).

Event description:
Information was received that a smiths medical bivona 4.5 tts hyperflex flextend tracheostomy tube cuff was not inflating properly while in use with a patient. The reporter stated the patient's mother was in the process of a tracheostomy tube change, but was unable to complete the change out due to the event. It was also reported the patient had an old tube in the house that was able to be cleaned and used until a new tube arrived. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: two customized 4.5mm tracheostomy tubes (ID hyperflex flextends with fixed connectors and tts cuffs) were returned for investigation because the customer was unable to inflate the devices. Both devices were inflated using 7cc's of air. Both devices fully inflated with a small area stuck to the shaft, causing the cuff to appear asymmetrical. The cuffs were deflated and gently massaged, as specified in the instructions for use (IFU). The cuffs were then inflated again with 7cc's of air and the cuff inflated properly. Both devices were leak tested in a water bath and no leaks were detected. After the cuff was manipulated, as stated in the IFU, they inflated properly and were symmetrical.